Event description:
Reportedly, when a pt was being transferred the ventilator stopped ventilating with led system failure alarm. A caregiver pressed on/standby button and the ventilator started working again. The ventilator was running on internal battery power at the time of this incident. It is unk if there was an audible alarm since the user had set the alarm on mute on purpose. Please note that there was no serious injury in this case.